Event description:
A report was received explaining that the listed disposable was being used with an infusion device for rapid delivery on a paediatric patient in the operating room, when resistance was felt on the syringe when pulling fluid through the device. The disposable was reportedly kinking resulting in a low flow rate. The device had to be removed and un-warmed blood had to be administered.

Manufacturer narrative:
MFR. Completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results.